Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide into place during load process. A new cartridge was loaded wo resolve the issue. The customer's blood glucose level was 416 mg/dl.